Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The physician suspected malfunction and lead fracture. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional medical suspect device components involved in this event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Lead sc-2218-50, s/n (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue, possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables. Lead sc-2218-50, s/n (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue, possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The physician suspected malfunction and lead fracture. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device manufacture date should have been 19-feb-2015. Manufacturer narrative should have only included the device analysis lead sc-2218-50, s/n (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue, possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables. Lead sc-2218-50, s/n (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue, possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables.

Manufacturer narrative:
Additional information was received that the physician did not see any exposed cables / wires on the fractured lead.

Manufacturer narrative:
Lead sc-2218-50, s/n (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue, possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables. Lead sc-2218-50, s/n (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue, possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The physician suspected malfunction and lead fracture. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The physician suspected malfunction and lead fracture. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The physician suspected malfunction and lead fracture. The patient was reportedly doing well after the procedure.